Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked select, down, up, right, left keypad buttons. The pump was received with a battery cap. The pump was received with a flashing medtronic logo screen not an open book followed by an unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The force sensor offset measured out of spec = 0.00 mv. After attempting to isolate the problem to a particular board, it was found that the flashing medtronic logo screen is due to both pcba1 and pcba2. In summary, the customer¿s report of a critical pump error was confirmed during testing. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm are due to both pcba2 and pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer stated the pump is beeping all the time, unable to go on home screen or anything, not even able to switch pump off. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.